Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported through the regulatory authority in (B)(6) a case of corneal opacity following the use of a viscoelastic during a cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of two reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: manufacturing analysis review was performed. All batches were released according to the required specifications; all testing results were within specification for this batch. The returned samples were retested: all results were conform to the specifications for the tested parameters. The root cause remains inconclusive, the product met specifications.